Manufacturer narrative:
(B)(4) - incision sutured. (B)(4). Evaluation results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. Part of the foot plate ripped off upon insertion into the eye. The incision was enlarged to remove the iol and a suture was required. The lens was discarded by the facility.